Event description:
Healthcare professional (hcp) reports a fiber leak detected by blood leak alarm and confirmed by hemastix in the first hour of treatment. New disposables used to continue treatment without incident. Estimated blood loss of approx 200 cc. The dialyzer was on 9th reuse when the fiber leak was noted. No pt injury or medical intervention reported.